Manufacturer narrative:
On (B)(6) 2011, the first step select therapeutic overlay passed quality control procedures. The first step select therapeutic overlay stayed with the pt until the pt was discharged from the hospital. There were no further issues with the first step select therapeutic overlay. On (B)(6) 2011, the first step select therapeutic overlay was returned to kci and on (B)(6) 2011, the first step select therapeutic overlay passed qc procedures. The first step select labeling states, "to help prevent inadvertent bed exit or falls, manufacturer recommends using default firmness and ensuring the distance between top of side rails (if used) and top of mattress (without compression) is equal to or greater than 4.5 inches." The first step select is an overlay that is placed on a facility's existing frame and mattress system. This report is being filed as use error may have contributed to the alleged pt exit.

Event description:
The following information was reported by kci by the nurse: on (B)(6) 2011, the facility nursing staff found the (B)(6) year old, confused, pt sitting by the bed on the floor, apparently as a result of a bed exit. The bed had a first step select therapeutic overlay placed on it as part of the pt's care. According to the nurse, staff responded to a bed exit alarm. It was reported that all the side rails were in the up position at the time of the incident. According to the nurse, the pt's t-tube was dislodged as a result of the exit causing some tearing of the stitches, and the pt's peripherally inserted central catheter (PICC) line had been pulled but was still in place. On (B)(6) 2011, the pt had the t-tube re-inserted while the pt was sedated. The pt's PICC line was re-done as a precautionary measure. According to the nurse, the pt did well during both procedures, and was in satisfactory condition.